Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. Reportedly, the stent delivery system was being prepped with a very brief negative pressure being pulled but not sustained before the sheath/stylet were removed. Per the xience xpedition everolimus eluting coronary stent system instructions for use the mandrel and the protective sheath should be removed before flushing the guide wire lumen and removing air from the system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there were crimp marks on the balloon between the markers where the stent implant was initially crimped on, it is likely that inadvertent mishandling while removing the protective sheath resulted in the noted stent damage (stretched) and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the stent of a 3.5x38mm xience xpedition stent delivery system (sds) dislodged during removal of the protective sheath. Additionally, the sds was being prepped with a very brief negative pressure being pulled but not sustained before the sheath/stylet were removed. The device was not used and the procedure was successfully completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.